Event description:
It was reported that the subject stent system encountered resistance while advancing within the guiding catheter passing through the carotid siphon segment. After deployment of the subject stent, the inner body fractured during withdrawal of the delivery system. The entire system was completely removed, and all components were retrieved outside the body. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.